Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
It was reported that the insulin pump alarmed compromised forced sensor system during prime. Customer's blood glucose levels were not included in the report. Nothing further reported. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.